Event description:
A registered nurse in the neonatal unit expressed concern regarding possible moisture under a dressing on a peripherally inserted central catheter (PICC) line to a PICC nurse. The dressing was noted to be lifting in the center. The dressing was removed and upon inspection they noted a hole in catheter with a resultant positional leak approximately 1 cm below the pink heart. The physician was notified and the catheter was removed. A new PICC was placed. PICC malfunction was reported to manufacturer. The PICC was in place for approximately two weeks.